Event description:
(B)(4). Initial report: this non-serious report was received from a physician via our affiliate in (B)(4). (B)(4). This report involves a female pt who was administered sculptra (poly-l-lactic acid) (dosage, therapy dates, indication and location of injection not provided). Medical history was not provided. No concomitant medications were reported. On an unspecified date, this pt received two vials of poly-l-lactic, saline and adrenaline treatment. Ten days after administration of poly-l-lactic, this pt had an allergic reaction and experienced hives and swollen bumps on her face, which were 'alarmingly' itchy. The pt was seen the next day and antihistamines nos plus betnovate cream were prescribed. The pt made a complete recovery on an unk date. The reporter did not provide a causal assessment. Further information is being requested. Addendum for f/u received on 11-dec-07: (B)(4): brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history report) and of the analytical results of the involved batch did not show anomaly that could be related to the event that occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum for f/u received on 15-jan-08: further information was received from a physician indicating no concomitant treatments were performed and no concomitant pathologies. The pt has not experienced any similar events after treatment with sculptra or any other products. On (B)(6) 2007, the pt commenced treatment with poly-l-lactic acid, diluted with lignocaine, adrenaline and bacteriostatic saline. Total volume of 14 cc and 12 cc were injections. The batch number involved was ia7016. Sculptra was injected into the upper, mid, lower face and decolletage. Ten days after treatment the pt experienced bumps, mostly on the right side of the face in the mid and lower region. Itchiness occurred all over and in the decolletage area. It responded well to corrective treatment with antihistamines and steroid cream. The event resolved after a couple of days. No histology or other laboratory tests were performed. The physician did not consider the event as serious. The causality assessment between poly-l-lactic acid and the event was reported as probable. No further information is expected.